Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "picture cuts when used". No patient involvement reported. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the technical inspection of the returned product did not confirm the fault described by the customer. The monitor works as intended and no failure was found. The technical inspection revealed that the monitor switches to standby mode after 10 minutes, as described in the operating instructions. The event is filed under internal karl storz complaint ID: (B)(4).